Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced inflammation and skin overgrowth at the abutment site. Subsequently the patient was treated with a steroid cream and antibiotics (date not reported). The implanted device remains.